Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus india (omsi). Omsi checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi there was the possibility that the reported phenomenon was attributed to the failure of the electrical circuit board due to the aged deterioration of the component because three years have passed since the manufacturing of the subject device. Or, the reported phenomenon was attributed to the accidental failure of the component of the electrical circuit board.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, error e116 (product malfunction) was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.